Event description:
It was reported that the patient was receiving a shocking or jolting sensation when she got home following the first programming of the device. The device was programmed to 1.00 and was reported as painful, when the stimulation was lowered to 0.0 she was still feeling pain until the stimulator was turned off.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, programmer model 37743, serial # (B)(4).